Event description:
The user facility reported that during an endoscopic retrograde cholangiopancreatography (ercp) following insertion of the non-olympus cannulating sphincterotome and stent into endoscope, the elevator riser would no longer maintain a locked position, and the guidewire fell out of the duct. Hospital staff stated that they were able to regain placement of the guidewire and that the procedure was completed with a different model of endoscope. There were no pt injury or complications reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the user's report of broken elevator riser. The cause of this phenomenon was isolated to a broken wire stopper pin at the screw mount ara of the endoscope. The cause of this phenomenon cannot be conclusively determined at this time. If additional info becomes available at a later date, this report will be updated. This report is being submitted as an MDR in an abundance of caution.